Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on. The customer stated that the AED has not been maintained. Troubleshooting of the device with the customer identified that the AED was placed into service without the pads connected to the AED. The tech support stated a new battery pack was place in the AED and the AED is okay. The asi light is now flashing green and the customer will return the original battery pack and the ddc. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.

Event description:
The customer reported that the AED is flashing red and will not power on. The customer stated that the AED has not been maintained. They did not report that this event occurred during patient use.